Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but the exact cause could not be determined due to an incomplete sample. The proximal end of a 10 fr leonard d/l catheter was returned for investigation. The d/l tubing broke at the distal end of the bifurcation. The plane of the break was slightly recessed within the distal tip of the bifurcation. The distal segment of the d/l catheter was not returned for investigation. A microscopic examination of the break site revealed a jagged and granular surface, which is consistent with a break due to tensile stress. It was reported that the dressing change involved a lot of line manipulation because it was wrapped around the line. The excessive manipulation was most likely a contributing factor in the break. A lot history review (lhr) of huap0237 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by an oncology team that they had a patient with a dual lumen hickman in situ. When the patient came to replace the dressing, the connection cover at the bifurcation point on the line reportedly ¿dropped off¿. Additional information: line was inserted on (B)(6) 2016. Event was discovered as the dressing was being changed and involved a lot of line manipulation as ¿instead of lying flat it was wrapped around the line.¿ patient did not have information on how this could have happened.